Event description:
During the presurgical inspection process, it was discovered that loaner instrumentation was not properly inspected for cleaniness prior to delivery at our facility for a surgical procedure. The matrix instrument tray contained three suction instruments that were each clogged with blood. There was also blood on the outside of the connector ends of these three on sucker/suction instruments. Prior to the sterilization process, the surgical case that these instruments were scheduled to be used in was cancelled for other reason.